Event description:
The customer called technical support (ts) reporting that the device's manifold is leaking. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during setup. No medical intervention was provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that the o2 manifold may have a defective check valve and should be replaced to correct issue. The customer has ordered a replacement manifold. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The leak was heard and discovered that the manifold was faulty. The customer replaced the manifold to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.